Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope gynecologic exhibited damaged fiber bonding in the outer tube area (distal end). The outer tube had a dent, and the damaged outer tube caused the dielectric strength to become inadequate. There was no patient involvement.